Event description:
A patient who had permacol implanted sometime ago presented at the emergency room with sever pain. The patient was operated on immediately and it was found that the patient was suffering from severe adhesions. The surgeon reported that the patient's bowel was looped around the permacol and the adhered implant required removal which caused damage to the bowel.

Manufacturer narrative:
Tsl can confirm that the product is manufactured using a controlled and validated manufacturing process. The product is terminally sterilized by gamma irradiation and has undergone sterilization validation and dose audit studies. Routine product bioburden monitoring is performed to help safeguard sterility assurance. Product and packaging inspection stages have been implemented in conjunction with a validated process and documented systems to help safeguard and assure product quality. Further information has been requested from the surgeon in order to facilitate a detailed investigation into this case.